Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during interrogation there was an episode where device inhibits pacing and provided inappropriate atp therapy. Programming changes were made. Patient is fine.